Event description:
It was reported that following a diagnostic ultrasound the patient felt a burning sensation at the waist during the evening hours with a needle prickling sensation in the hand and joint and a tingling sensation all over the body. The patient felt great stimulation coverage until the evening hours, regardless if stimulation was on or off. The patient also felt stimulation after the stimulation had been turned off. All impedances were normal range except for electrode 12 which was reprogrammed around. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).